Event description:
It was reported that during an artificial urinary sphincter implant surgery, the physician implanted a 4.5 cm cuff. The physician realized that the cuff was too small so he replaced it with a larger 5.0 cm cuff. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that during an artificial urinary sphincter implant surgery, the physician implanted a 4.5 cm cuff. The physician realized that the cuff was too small so he replaced it with a larger 5.0 cm cuff. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated that the physician may have mis-measured and decided that the 4.5 cuff was too tight around the urethra and decided to upsize the cuff to a 5.0. There was no device malfunction or patient injury related to this event.